Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen display was gray and difficult to see. Reportedly, the touchscreen display was "spider webbed through the pixels." Customer¿s blood glucose was between 100 and 360 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.